Manufacturer narrative:
The iabp was evaluated on site by a service territory manager (stm). Evaluation revealed shuttle purge timeout iab disconnect auto fill fail with catheter attached. The stm observed vacuum failure during patient interface module test and as a result patient interface module was replaced to correct the condition. In addition preventative maintenance was performed. Unit passed all calibration, functional safety tests and was returned to customer and cleared for clinical use. Should additional relevant information become available, a supplemental report will be submitted. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Dispatched service territory manager observed vacuum failure during patient interface module test. And replaced the patient interface module. Unit passed all calibration, functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) alarmed autofill failure. This occurred during an attempt to resume therapy post-operation. The operator inspected iabp connections and the helium tank; connections were secure and helium tank was adequate. Troubleshooting did not resolve the issue, therefore the iabp was changed. There was no adverse event reported. No additional information is available.